Event description:
It was reported that during an unknown procedure, an error sound was heard continuously. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin.the hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for a solid tone to occur